Event description:
It was reported that the customer received a power source alert. Issue occurred prior to call to technical support and was resolved. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump began charging using tandem charging supplies.